Event description:
It was reported that the bd insyte autoguard straight had a needle that would not properly retract. The following information was provided by the client: after rn inserted IV, she went to disengage the IV needle and noted that it would not retract back into the device, thus leaving the needle exposed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected photograph submitted for evaluation. Bd received one photograph which displayed the needle not retracted and the catheter assembly not present. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte autoguard straight had a needle that would not properly retract. The following information was provided by the client: after rn inserted IV, she went to disengage the IV needle and noted that it would not retract back into the device, thus leaving the needle exposed.